Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level was 28 mg/dl. Reportedly, the customer entered intended amount of insulin, however, it ended up being too much insulin. Customer consumed carbohydrates and juice to address the low bgs. In addition, it was reported that the customer experienced a high bg, value was not provided. Customer declined to further troubleshoot with tandem technical support.